Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter-employed nurse from (B)(6) of bacterial peritonitis with culture positive for gram negative organism in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient was hospitalized. On (B)(6) 2011, the patient was diagnosed with peritonitis. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1 gm, loading dose, ip), amikacin (250 mg, daily, ip) and fortum (250 mg, daily, ip). The cause of the peritonitis was unknown. On (B)(6) 2011, remedial therapy was discontinued, the catheter was removed, the patient was placed on hemodialysis, dianeal pd2 ultrabag therapy was withdrawn, the patient was discharged from the hospital and the event of bacterial peritonitis with culture positive for gram negative organism had resolved. The nurse considered the event of bacterial peritonitis with culture positive for gram negative organism to be unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.